Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted. The patient received inappropriate shocks. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
External insulation abrasion was found at 34.5 ¿ 35.5 cm from the distal tip consistent with lead friction to another device or feature of the patient anatomy. The conductor etfe coating was intact at the same location.